Event description:
An orsiro drug-eluting stent system was chosen to treat a lesion (70% stenosis degree) in a distal lcx. The device could not pass the vessel. After withdrawal, outside patient, the stent was found deformed. No further information, including size, lot number, and model number, was available on this device.

Manufacturer narrative:
We received the lot number and model information. The technical investigation revealed that the stent is neither deformed nor damaged and judging from the x-ray markers the stent is not displaced. The crimped diameter of the stent still complies with the specification. Thus, the reported event could not be reproduced. The provided angiographic material shows the target lesion in the lcx and its treatment. The actual complaint event is not visible. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.